Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac trans plantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: brand name: heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 30-sep-2020 / serial #: (B)(4), UDI #: (B)(4), device available for evaluation: yes, return date: 29-apr-2020, device evaluated by MFR: no, device evaluation anticipated, but not yet begun, dev rtn to MFR? Yes, mfg date: 13-sep-2019, labeled for single use: no, (B)(4); brand name: heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 30-sep-2020 / serial #: (B)(4), UDI #: (B)(4), device available for evaluation: yes, return date: 29-apr-2020, device evaluated by MFR: no, device evaluation anticipated, but not yet begun, dev rtn to MFR? Yes, mfg date: 14-sep-2019, labeled for single use: no, (B)(4); brand name: heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 30-sep-2020 / serial #: (B)(4), UDI #: (B)(4), device available for evaluation: yes, return date: 29-apr-2020, device evaluated by MFR: no, device evaluation anticipated, but not yet begun, dev rtn to MFR? Yes, mfg date: 14-sep-2019, labeled for single use: no, (B)(4); brand name: heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 30-sep-2020 / serial #: (B)(4), UDI #: (B)(4), device available for evaluation: yes, return date: 29-apr-2020, device evaluated by MFR: no, device evaluation anticipated, but not yet begun, dev rtn to MFR? Yes, mfg date: 17-sep-2019. Labeled for single use: no, (B)(4); brand name: heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 30-sep-2020 / serial #: (B)(4), UDI #: (B)(4), device available for evaluation: yes, return date: 29-apr-2020, device evaluated by MFR: no, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes, mfg date: 19-sep-2019, labeled for single use: no, (B)(4); brand name: heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 30-sep-2020 / serial #: (B)(4), UDI #: (B)(4), device available for evaluation: yes, return date: 29-apr-2020, device evaluated by MFR: no, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes, mfg date: 19-sep-2019, labeled for single use: no, (B)(4); brand name: heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 30-sep-2020 / serial #: (B)(4), UDI #: (B)(4), device available for evaluation: yes, return date: 29-apr-2020, device evaluated by MFR: no, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes, mfg date: 19-sep-2019, labeled for single use: no, (B)(4); brand name: heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 30-sep-2020 / serial #: (B)(4), UDI #: (B)(4), device available for evaluation: yes, return date: 29-apr-2020, device evaluated by MFR: no, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes, mfg date: 21-sep-2019, labeled for single use: no, (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller and eight batteries exhibited power switching associated with intermittent beeps. The controller and batteries were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the controller and eight batteries ((B)(6)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned controller revealed that the device passed functional testing. Visual inspection of the controller revealed contamination in both power ports of the controller, likely due to the handling of the device. Supplemental testing was performed on the controller and the test results revealed that the gold-plating of the pins were worn, exposing the base metal. The exposure of the base metal is susceptible to the effects of corrosion. Failure analysis of the returned batteries revealed that the devices (B)(6) passed visual inspection and functional testing. Failure analysis of the battery (B)(6) revealed the device passed visual inspection. Functional testing of the (B)(6) revealed abnormal relative state of charge (rsoc). This is an additional finding not related to the reported event. Log file analysis revealed that the controller in use during the reported event contains a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed premature power switching events due to momentary disconnections involving (B)(6), as well as momentary disconnections that did not lead to premature power switching event involving (B)(6). Momentary disconnections result in an audible tone or beep. As a result, the reported event was confirmed. The batteries had been lubricated prior to release. The most likely root cause of the reported premature power switching and beeps can be attributed to momentary disconnections due to contamination within the power ports and/or due to temporary corrosion of the controller-port/power-source pins. The most likely root cause of the observed abnormal rsoc event can be attributed to an estimation error. Additional products: d4: serial #: (B)(6) h3: yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67 d4: serial #: (B)(6) h3: yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67 d4: serial #: (B)(6) h3: yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 104, 3213 h6: FDA conclusion code(s): 4307 d4: serial #: (B)(6) h3: yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 4307 d4: serial #: (B)(6) h3: yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 4307 d4: serial #: (B)(6) h3: yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 4307 d4: serial #: (B)(6) h3: yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 4307 d4: serial #: (B)(6) h3: yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.